Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
This spontaneous report was received from an educator (other) via company representative referring to a female patient of unknown age. The patient's medical history included cesarean section. The patient's concurrent conditions and concomitant medications were not provided. This report concerns 1 device and 1 patient. On an unknown date in (B)(6) 2022 (reported as last week), the patient was inserted with vacuum-induced hemorrhage control system (jada system) (strength, lot# and expiration date were not reported) via vaginal route for postpartum hemorrhage by the attending physician. It was reported that the vacuum-induced hemorrhage control system (jada system) was placed incorrectly as the patient's cervix was closed (device placement issue). Reporter stated that the vacuum-induced hemorrhage control system (jada system) did not control bleeding (device ineffective). It worked without issue, but the bleeding continued. No ultrasound was done to confirm placement. 300 cc of blood was collected in the canister. No additional adverse event (ae) reported, no product quality complaint (pqc) reported. Upon internal review the event of device ineffective was determined to be medically significant. Medical device reporting criteria: serious injury. (B)(4).